Event description:
Customer is experiencing low blood glucose. Customer has received a new insulin pump. The blood glucose readings have 36 mg/dl and 34 mg/dl. Customer unsure of what caused the low. Customer had an incident of treating a blood glucose of 108 mg/dl with 8 units before dinner and went low. The current blood glucose reading is 248 mg/dl. During troubleshooting, the reservoir is showing more insulin that what is shown on the status screen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.